Manufacturer narrative:
Additional information received: it was confirmed there was no resistance when the stent graft was delivered but the non mdt stiff g uide wire used did encounter resistance. It was not observed during the surgery if any damage occurred to the delivery system. Device evaluation summary: the device was returned with the external slider partially opened. There was a separation to the graft cover at 26.1cm proximal to the graft cover tip. There was no evidence of stretching at the separation site and a lip of polymer material was torn from under the graft cover bond. The material at the separation site was jagged and uneven. There were kinks to the graft cover at the stent stop and separation site. Deformation to the distal end of the stent stop was visible due to the graft cover being retracted. There was a kink to the distal end of the spiral tubing, with separation to the spiral tubing present. The graft was unable to be deployed due to the graft cover separation. Ruler calibration no. 801163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported deployment difficulty was likely confirmed on the images, however, the cause of the event could not be determined from the limited films received. Complete angiograms showing the advancement of the delivery system through the vessel and previously implanted stent graft was not available for a thorough assessment of the event. It is possible that the observed vessel tortuosity may have contributed to the deployment difficulty, but this could not be confirmed. Photo evaluation summary: images of the device confirm the stent graft was retracted with the graft cover leading to a gap between the taper tip nose cone graft/graft cover tip. A bend/kink is visible on the graft cover over the stent graft. The reported deployment difficulties were confirmed through image review. B5: additional information received: no damage was noted to the delivery system prior to insertion into the patients. During the procedure it was not observed whether there was damage to the device. None of the stent would deploy when the attempt was made. It was stated that resistance encountered when the super-hard guidewire went up, but there was no obvious resistance when the stent was pushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft limb was intended to be implanted during the endovascular treatment of a 52mm aaa. It was reported that during the index procedure the outer sheath of the stent could not be released. The blue handle of the delivery system was rotated in place however the stent could not be released. The delivery system was removed and another stent was implanted successfully. Per the physician the cause of the event was related to the blue handle which couldn't effectively release the outer sheath. No additional sequelae were reported and the patients is fine.